Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, runthrough, guide cath: hyperion. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the eccentric, heavily calcified, heavily tortuous, 75% stenosed, de novo, distal to mid left anterior descending (lad) artery, the 2.5 x 15 mm nc tenku balloon dilatation catheter (bdc) was being inflated a second time when the balloon ruptured at 15 atmosphere (atm) after 20 seconds. A second nc tenku bdc was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.